Manufacturer narrative:
Correction: the event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: see initial MDR submission. Location of aro: 1723170. Manufacturer: see initial MDR submission. Brand name: see initial MDR submission. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
Patient ID and age were unavailable from the site. Event date corrected; initial reporter corrected; added health professional report source.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the could not be replicated.

Manufacturer narrative:
Correction: product and related fields updated to proper value. Concomitant product updated to proper value. Correction: no procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states.

Manufacturer narrative:
Patient ID and age not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a l1-l4 oblique lumbar interbody fusion (olif), the cage and bone graft were set up in the spinal canal when it was intended to be placed in the l2/3 disc space. It was reported that the bone graft fragment was attempted to be extracted, however a piece of the bone graft remained in the spinal canal. The site inferred that neurosis symptoms occurred due to the bone graft remaining in the canal. Images were taken throughout the procedure, and the navigation system showed the cage was not in the canal. A posterior surgery was scheduled to extract the piece. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.